Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to an out of range right ventricular (rv) pacing impedance measurement of 3000 ohms. This resulted in the device switching from bipolar to unipolar configuration and subsequent oversensing of noisy signals, with a morphology similar to the one found in myopotentials. The patient attended the facility and provocative testing was performed. Noise oversensing was observed with the device programmed in bipolar configuration, and loss of capture was identified upon manipulating the pocket area. Boston scientific technical services (ts) discussed that having noise in bipolar configuration is a symptom of an integrity concern and brady therapy could be compromised as a result. It was also discussed that the rv bipolar pacing impedance has historically been very stable since implant until the lss was triggered, and before this day, there were no noisy episodes stored. The health care professional (hcp) decided to finally leave the device in unipolar configuration. At this time, no further information is available. This crt-p remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
The field was contacted for additional information. At this time, no further details are available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The field was contacted for additional information. At this time, no further details are available. Should additional information become available, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to an out of range right ventricular (rv) pacing impedance measurement of 3000 ohms. This resulted in the device switching from bipolar to unipolar configuration and subsequent oversensing of noisy signals, with a morphology similar to the one found in myopotentials. The patient attended the facility and provocative testing was performed. Noise oversensing was observed with the device programmed in bipolar configuration, and loss of capture was identified upon manipulating the pocket area. Boston scientific technical services (ts) discussed that having noise in bipolar configuration is a symptom of an integrity concern and brady therapy could be compromised as a result. It was also discussed that the rv bipolar pacing impedance has historically been very stable since implant until the lss was triggered, and before this day, there were no noisy episodes stored. The health care professional (hcp) decided to finally leave the device in unipolar configuration. At this time, no further information is available. This crt-p remains in service and no adverse patient effects have been reported. Additional information was received indicating that the root cause of the reported impedance observations is unknown at this time. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: intermittent changes in pace impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection are likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to an out of range right ventricular (rv) pacing impedance measurement of 3000 ohms. This resulted in the device switching from bipolar to unipolar configuration and subsequent oversensing of noisy signals, with a morphology similar to the one found in myopotentials. The patient attended the facility and provocative testing was performed. Noise oversensing was observed with the device programmed in bipolar configuration, and loss of capture was identified upon manipulating the pocket area. Boston scientific technical services (ts) discussed that having noise in bipolar configuration is a symptom of an integrity concern and brady therapy could be compromised as a result. It was also discussed that the rv bipolar pacing impedance has historically been very stable since implant until the lss was triggered, and before this day, there were no noisy episodes stored. The health care professional (hcp) decided to finally leave the device in unipolar configuration. At this time, no further information is available. This crt-p remains in service and no adverse patient effects have been reported. Additional information was received indicating that the root cause of the reported impedance observations is unknown at this time. No adverse patient effects were reported. The device remains in service.